Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported ¿ the white rubber cap popped off my t-slim reservoir tonight during a refill. I was splashed in the eye with 300 units of insulin¿. Reportedly, the customer went to the emergency room. Multiple attempts were made by tandem technical support to address the issue; however, no response was received. No additional information was available.